Event description:
Reportedly, pt expired approx after an implant duration of 0.03 months (in 2007, after an implant a day before), due to unk reasons. Unk if pt death is device related.

Manufacturer narrative:
Device not returned.